Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced erosion and incontinence and the device was removed in 1999. The patient has had continued problems with erosion, incontinence and irritation. The device was not returned for evaluation.